Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode. A field service engineer confirmed that there was an error in the port. The wall port was changed, and the device was confirmed to be back on the network and bomgar. The device synced to the server, and messages were caught up. The fse confirmed current patient list was shown in the medstation application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the station was in disconnected mode. The customer stated that no delay, but user was unable to see patient information and remove medications for patients. However, there were no adverse events or injuries reported based on this event.